Event description:
Device issue: partial stent deployment, shaft breakage. Time of device issue: during the procedure. Adverse event: intervention required to fully expand stent. It was reported that after balloon angioplasty to the moderately calcified right superficial femoral resulted in limited success, an absolute stent was chosen for implantation. After removing the absolute from the packaging, a possible kink was observed in the stent delivery system (sds). The sds was inserted over a 0.018 wire and advanced to the target lesion. The tip of the delivery system appeared longer than usual. The sds was removed for inspection and the stent appeared to be normal. The sds was advanced to the lesion again. During stent deployment, the tip of the device appeared to move forward and reportedly the inner most layer may have detached at the site of the kink. The distal portion of the stent did not completely expand, possibly due to the stenosis. Stent post dilatation was performed and arterial flow improved dramatically. The sds was removed from the body and a kink was plainly visible. The tip of the device was still on the delivery system. There was no adverse pt effect. During cleaning and preparation for device return, the sds was inadvertently broken. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.